Event description:
A male patient contacted lifecor customer support to report that his system does not work. He told support that the tactile alarm was not working. He stated that he had not worn the system since he left the hospital. He said that he would go see his doctor next wednesday. Support suggested that we could send him a new belt to ensure that the tactile alarm was functional and asked for him to continue wearing the system until he sees his doctor. Patient refused and stated he will send the system back. In 2006, lifecor territory manager contacted support since they saw this patient was inactive. Territory manager reported to support that the patient was very reluctant to wear the device and that the tactile alarm worked while they were in the hospital. Patient stated that he would like territory manager to retrain him, but a time and place were never decided.

Manufacturer narrative:
Device MFR date: monitor 2006, electrode belt 2006. Device evaluations of monitor and electrode belt have been completed. The problem could not be confirmed. Electrode belt had pins that were bent inside the connector. The root cause of the bent pins was excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. Monitor was tested and found to be fully functional. It was returned to stock. The damaged electrode belt connector was replaced. No adverse event resulted from the bent.